Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the system was stuck on the carefusion screen. The customer reported issue occurred during dispensing of medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen with carefusion. A technical support specialist dialed into the station and confirmed visibility of the carefusion screen. Logged off using command prompt and logged in as cfnadmin. Launched the med application, which appeared to be functioning normally with no errors. Restarted the station and verified that the med application launched automatically upon reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the system was stuck on the carefusion screen. The customer reported issue occurred during dispensing of medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.